Event description:
The facility reported a pump with constant alarm during patient use. According to the hospital representatives there was no patient injury or medical intervention reported. No additional information or contact was provided. During evaluation dis connected speaker harness was found.

Manufacturer narrative:
Evaluation summary: during product evaluation, the customer reported condition of constant alarm was confirmed. Inspection of the pump revealed disconnected rear speaker harness caused the constant alarm. The disconnected speaker harness caused failure code 550. Failure code 550 is caused due to speaker voltage too low during an audible period. Reconnected the rear speaker harness. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.